Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of main drawer 1.1 and 1.2 not detected on bus was confirmed by fse (field service engineer) and subsequently confirmed in the dchu inspection process. According to work order # (B)(4), the fse reported that drawers 1.1 and 1.2 had cubie issues. The fse replaced the retractor band and reseated row cable on both. It passed tests in hta and customer was able to successfully access the drawer. During dchu visual inspection: p/n 353844-01: it was found on both retractor band that the flat flex cable had copper strands in contact with adjacent copper strands showing signs of thermal damage. During dchu testing: p/n 353844-01: the testing from dchu was not necessary for retractor band due to the thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the complaint component was generated by a short between adjacent copper strands of both assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 1.1 and 1.2 not detected on bus and unable to recover. The customer tried rebooting and restarting the station. Additionally, unhooked the battery for a few minutes and plugged back in, still failed. As per part investigation, it was determined that there was thermal damage observed on the assy retractor drawer half height cubie. There were no delay, no adverse events or injuries reported based on this event.